Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9 735737, h3: a manufacturer representative went to the site to test the equipment. The system was performing as intended and no parts were replaced. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system used outside of a procedure. It was reported that the system was unres ponsive, as the site had booted the system, and it froze on bootup. There were also intermittent freezes on the system. The manufacturer representative booted the system, and it went into cranial, but in the images tab it went unresponsive. Then it booted but stayed on a black screen. It was noted that it was rebooted, and the system seemed to work fine. The manufacturer representative checked the patient images and there weren't many. Troubleshooting steps were performed. It was recommended to check operational system (os) and application version, as well as to check licenses. The manufacturer representative was to reinstall the application. After reinstalling, the manufacturer representative rebooted the system seven times, giving a minute in between boots to see if the reinstalling of software application version 2.1.0 solved the issue. It was noted that if the system went unresponsive at any point after the application reinstall, to obtain a new solid-state drive (ssd). No patient involvement was reported.

Manufacturer narrative:
H2, h3, h6: software analysis was performed. A software issue was confirmed and the allegation was a result of the software malfunction. Codes c10 and d02 are applicable, as is previously reported code b01. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.